Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the symptomatic patient presented in clinic for follow-up with the device in backup vvi. The patient received inappropriate high voltage therapy due to the backup settings. A software download successfully restored normal function, and the device remains implanted. The patient was in good condition following the event.